Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp &#14349;oisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: the black box showed several replace battery alarms due a discharged replace battery use; the pump was suspended for 12hr on 08/03/15 leading to a voltage drop. There were multiple unexplained pump reboots observed in the black box. There was evidence of moisture corrosion observed in the battery canister. The leak test failed due a battery compartment leak. The battery cap was able to fit to the pump and to maintain electrical connection. ¿ez-prime¿ steps were performed correctly. The sleep current draw was found to be out of specification. The pump¿s cover was removed and there was moisture observed internally.